Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous superficial femoral artery (sfa). A 4.0mmx60mmx135cm sterling¿ balloon catheter was advanced for dilatation. However, on the second inflation at 14 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a coyote nc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned device consisted of a sterling balloon catheter with no other devices. There was a kink in the shaft 11mm from the guidewire exit notch. Inspection under magnification revealed a 13mm tear in the balloon material on the proximal end of the balloon. There were no irregularities in the balloon material that could have contributed to the tear. No proximal weld damage was found on the proximal bond. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.   (B)(4).